Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that the bsm displayed a lot of noise (artifacts) on the ECG and resp (respiration) waveforms. They tested with other lead sets and on a simulator with no change. No patient harm was reported. Investigation summary: the complaint device was returned to nk for evaluation and exchange. During the evaluation, no visible physical damage, scratches, or signs of liquid exposure were observed. All major functions, including nibp, spo2, ECG, and multi-socket connections were tested. The reported issue was successfully duplicated, confirming that the ECG module was defective. The ECG module requires replacement. The evaluation showed that the root cause of the reported issue was due to an ECG module failure. Nk will continue to monitor and trend. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: g5 monitor: model #: cu-151r / csm-1501. Serial #: (B)(6). Device manufacturer data: 07/25/2024. Unique identifier (UDI) #:(B)(4). Returned to nihon kohden: na. Central nurse's station: model #: cns-2101a. Serial #: (B)(6). Device manufacturer data: 01/29/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Additional information: b4 date of this report. G3 date received by manufacturer. G6 type of report. H2 if follow-up, what type? H3 device evaluated by manufacturer? H6 event problem and evaluation codes. H11 additional manufacturer narrative.

Event description:
The biomedical engineer (bme) reported that the bsm displayed a lot of noise (artifacts) on the ECG and resp waveforms. No patient harm was reported.

Event description:
The biomedical engineer (bme) reported that the bsm displayed a lot of noise (artifacts) on the ECG and resp waveforms. No patient harm was reported.

Manufacturer narrative:
The biomedical engineer (bme) reported that the bsm displayed a lot of noise (artifacts) on the ECG and resp waveforms. They tested with other lead sets and on a simulator with no change. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the bsm: g5 monitor: model #: cu-151r / csm-1501. Serial #: (B)(6). Device manufacturer data: 07/25/2024 unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na. Central nurse's station: model #: cns-2101a. Serial #: (B)(6). Device manufacturer data: 01/29/2024. Unique identifier (UDI) #: (B)(4). Returned to nihon kohden: na.